Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 25 occurred and customer did not remove the cartridge while pumping. The cause of the alarm was unknown. The customer reloaded the cartridge to resolve the issue. The customer's blood glucose level ranged from 72-199 mg/dl.